Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, low potassium and an infection in her intestines. It was reported that the customer didn't trust the insulin pump, and felt that it was not delivering insulin accurately. The customer was unable to get insulin through the tubing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.